Event description:
It was reported the patient experienced a loss of therapeutic effect. It was stated the patient had an increase in spasms. A volume discrepancy was reported. The actual residual volume was greater than expected. It was stated the residual volume in the patient's pump had been increasing at refills. A (B)(6) was performed "three months ago" and revealed no problems. No alarms were reported. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).